Event description:
It was reported by the pt's family member that 78 days after a coronary drug eluting stenting treatment procedure, the pt developed a rash and itching. The pt had a taxus express2 drug eluting stent implant in 2005. Inmay she developed a rash with itching on the inside aspect of her wrists. This the spread to her face, stomach and thighs. The pt contacted their physician who instructed their to stop their plavix. The physician told th pt and their family member that he did not feel the rash was related to the stent and suggested that the pt see a dermatologist. The pt was seen by a dermatologist who told the pt and their family member that she felt the rash was contact dermatitis and not related to any medication or the stent. The pt was given an unknown cream for the rash. The rash had improved significantly. The pt's family member did not want to provide contact information for the cardiologist or dermatologist.